Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found detached adhesive from forceps cover, chips on the pink rubber cover, detached adhesive around the objective lens and pinhole on the adhesive of the light guide lens. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is traced to cause traced to component failure expected or random component failure without any design or manufacturing issue and cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported bloody tissue was coming out involving an olympus ultrasound gastrovideoscope. There was no patient involvement.